Event description:
Device malfunction: device came apart. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure of an unspecified vessel, after an unspecified procedure. Reportedly, the device "came apart" when the third click was heard, at completion of the thumb advancer step. Hemostasis was achieved with a clamp. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.